Manufacturer narrative:
Additional information was received that the end users are using same reusable flow sensor for last one year. Once the customer tried a new flow sensor and all the values are well inside tolerance. Furthermore, the customer demonstrated the readings with a flow analyzer to show the end user that this is a user fault. Screenshots were provided to vyaire confirming the fault. Vyaire technical support advised for a site visit as the customer still complaining about the same issue and verify the flow with an external flow analyzer.

Manufacturer narrative:
Log shows that there were no calibration performed on this unit in last 1 year circuit test was successful before starting the ventilation, sw was on latest version, and plv is activate and its reset (B)(6) 2019).

Event description:
The customer reported that there is a big deviation between insp and exp tidal volume. The customer reported there is patient involvement but no harm associated with the event.